Event description:
The nurse squeezed the chloraprep stick's side wings to break the inner ampule. The ampule broke as anticipated, but a shard of sharp glass or hard plastic protruded outside of the handle. The shard pierced the nurse's skin, causing it to bleed. Procedure was delayed while the sterile field was reset. The nurse has recovered from the injury.